Event description:
Reportedly spontaneous case of guide wire distal breakage in a female patient during a procedure of coil embolization of a congenital aorto-pulmonary colleteral vessel reported by a health care professional. The patient's medical history was a cornela de lange syndrome a patent ductus arteriosus. Concomitant medication included cerfuroxim, midazolam, ketamine and heparin. The procedure was peformed on the pda lesion located in the aortic arch and giving birth to collateral circulation between descending aorta and left pulmonary arteria. The guide wire pt2 moderate support was used with a 4 fr. Cobra catheter in order to catheterize the patent ductus arteriosus. When having inserted both devices in the collateral artery, during withdrawal it was noted that the distal tip of the guide wire fractured. Entry needle was used with the guide wire. The distal fractured segment was withdrawn with the help of a separate guide wire without problems. No lasting complications.